Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with episodes of non-sustained oversensing that appeared to be low level noise. The signals occurred on a single day, and believed to be myopotentials that were over sensed. No programming changes were made.